Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04956. It was reported the patient (australia) experienced uncomfortable buzzing/tingling sensation through her scs system. A sjm representative tried reprogramming to no avail as ineffective stimulation was observed when amplitude was reduced. System diagnostics determined low impedances. X-rays revealed the leads had migrated out of the epidural space. Consequently, surgical intervention was taken where in the leads were explanted and replaced which resolved the issue. Concomitant medical device : model 3799, scs ipg; implant date is unknown.